Event description:
The user facility complained after insertion of the device, the numbers were normal. When the eeg leads were replaced, the numbers were erratic. It is unclear from the reported info if the erratic numbers represented the oxygen reading, temperature reading or icp reading. It is unk if the pt was injured. Additional info has been requested.